Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, which would not clear. The customer's blood glucose was 191 mg/dl. The customer stated that she thought that the down arrow button became stuck. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
No button error alarm was noted. However, the act and escape buttons were unresponsive due to corroded keypad traces. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.